Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 1845000: indigo high speed otologic drill, serial # (B)(4), lot # 209108597, manufacture date: jan/12/2015, 510(k) #k081475,UDI # (B)(4); 1845010: indigo otologic straight attachment, serial # (B)(4), lot # 209315088, manufacture date: mar/12/2015, 510(k) # k081475, UDI # (B)(4). The indigo angled attachment (product # 1845020) was returned for analysis. Pre-repair temperature testing could not be performed on the device since the attachment could not be locked with the handpiece. Device evaluation not complete at this time. Completion of device evaluation anticipated. The indigo drill (product # 1845000) was returned for analysis. Pre-repair temperature testing was performed on the device. Pre-repair temperature testing could not confirm the reported event of overheating. Pre-repair temperatures after running the device for 1 minute were the following: t1¿ 26.5 degrees c and t2 ¿ 25.9 degrees c. Pre-repair inspection also indicated that the drill was noisy. Device evaluation not complete at this time. Completion of device evaluation anticipated. The indigo straight attachment (product # 1845010) was returned for analysis. Pre-repair temperature testing was performed on the device. Pre-repair temperature testing could not confirm the reported event of overheating. Pre-repair temperature after running the device for 1 minute was 27.4 degrees c. Pre-repair inspection indicated that the device is working well. Device evaluation not complete at this time. Completion of device evaluation anticipated.

Event description:
It was reported that the indigo high speed drill and attachments overheated sometimes during the procedure. The physician continued the procedure with the same handpiece. There was no patient impact.

Manufacturer narrative:
Model # 1845000 (indigo drill): the product analysis indicates that the overheating could not be replicated. However, abnormal noise was confirmed and occurred at start-up. Some parts, including the bearings, were replaced. The device was cleaned and successfully tested to specification. Model # 1845010 (indigo straight attachment): the product analysis indicates that there was no malfunction. Some parts, including the bearings, were replaced. The device was cleaned and successfully tested to specification. Model # 1845020 (indigo angled attachment): the product analysis indicates that the bur could not be locked into the handpiece. Some parts, including the bearings, were replaced. The device was cleaned and successfully tested to specification.